Manufacturer narrative:
Concomitant medical products: 7122q52 lead, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the atrial channel of implantable cardioverter defibrillator (ICD) while patient was using wood working equipment and was determined to be electromagnetic interference. Device remains in use. No patient complications have been reported as a result of this event.